Event description:
Ms26 syringe driver alleged to have over infused 21mm of drug in less than 3 hours 10 minutes. The syringe driver was set up to deliver 48mm in 24 hours, i.e., 2 mm per hour. Syringe driver removed from use. (No pt injury and no medical intervention reported.)